Event description:
It was reported that during a procedure, it was found that the device had low energy. The procedure was completed with different device. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.